Event description:
It was reported that the 9600 system would not x-ray and had an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The customer replaced the camera power.